Event description:
It was reported that this pacemaker system exhibited noise on the right ventricular (rv) channel that was being oversensed which resulted in pacing inhibition. However, the patient did not have any asystole of greater than two seconds. It was noted that the patient underline rhythm is 35 bpm. Additionally, the noise appeared to be due to myopotential. Isometrics was performed and noise could be re-created when the patient bent over to pick something up. The device was reprogrammed to adjust the sensitivity and the plan is to continue to monitor. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.